Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable pull the patient from the system. A technical support specialist had advised that because more than 14 days had elapsed since the discharge, the registration team admission, discharge, and transfer [adt] had needed to create a brand-new admission, and if the same orders existed in the system, then those had not required reentry unless new orders were needed. The customer had been instructed to work with the admission, discharge, and transfer [adt] team to readmit the patient and ensure the new admission had been merged with the current temporary profiles, so the patient record had synchronized to medstation. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was showing the fourteen days older discharged patient details and unable to pull the medication for the same. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was showing the fourteen days older discharged patient details and unable to pull the medication for the same. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.